Event description:
It was reported that the patient received inappropriate shock therapies due to multiple right ventricular oversensing episodes. The device was explanted and replaced.

Manufacturer narrative:
Evaluation description: the reported field events of noise and inappropriate therapy were confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the noise could not be determined.